Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion- breakage'), embedded device ('migration of essure device location of device: uterus/essure was embedded in uterus') and uterine perforation ('perforation (uterus)') in a 45-year-old female patient who had essure (batch no. 623214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included adenomyosis. Concomitant products included levothyroxine since 2010 and medroxyprogesterone acetate (depo-provera) from 2006 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)."), abdominal pain ("pain abdomen"), fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping)/chronic"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis ("hashimoto's,/ autoimmune disorder type of disorder:hashimoto's"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery ((B)(6) 2018-hyst. (Full),salping (bilateral) and (B)(6) 2018-hyst. (Full),salping (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, uterine perforation, genital haemorrhage, abdominal pain, autoimmune thyroiditis and tooth disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, weight increased, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, breakage, hashimoto's disease, migration current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101.134 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Lot number:623214, manufacture date: 2009/03, expiration date: 2012/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet and medical record was received. Event added from pfs- pelvic pain, uterine perforation. Reporter information, medical history, concomitant drug were added. Events outcomes were updated. Event genital hemorrhage made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion- breakage'), embedded device ('migration of essure device location of device: uterus/essure was embedded in uterus'), autoimmune thyroiditis ('hashimoto's,') and genital haemorrhage ('general abnormal bleeding') in a 45-year-old female patient who had essure (batch no. 623214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and abdominal pain ("pain abdomen"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018-hyst. (Full),salping (bilateral) and (B)(6) 2018-hyst. (Full),salping (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, autoimmune thyroiditis, genital haemorrhage, weight increased, dyspareunia, dysmenorrhoea, fatigue, tooth disorder and abdominal pain outcome was unknown and the alopecia, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, breakage, hashimoto's disease, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number:623214 , manufacture date: 2009/03, expiration date: 2012/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion- breakage'), embedded device ('migration of essure device location of device: uterus/essure was embedded in uterus'), autoimmune thyroiditis ('hashimoto's,') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 623214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and abdominal pain ("pain abdomen"). On( B)(6) 2009, the patient had essure inserted. In may 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018-hyst. (Full),salping (bilateral) and (B)(6) 2018-hyst. (Full),salping (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, autoimmune thyroiditis, genital haemorrhage, weight increased, dyspareunia, dysmenorrhoea, fatigue, tooth disorder and abdominal pain outcome was unknown and the alopecia, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, breakage, hashimoto's disease, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-new events added- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, breakage/ expulsion- breakage, hashimoto's disease, migration, fatigue, hair loss, dental problem,weight gain were added. Patient information and lab data were added on (B)(6) 2019: pfs and mr received- fu 2 and 3 processed together. New events added-abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus/essure was embedded in uterus, pain abdomen. Lot number added. Reporters, historical drug and concomitant medication added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.